Event description:
Consumer complaint of about blood results reading "lo". Customer normally runs between 100-120mg/dl. Last 5 results in memory were 109mg/dl, "lo", 60mg/dl, 146mg/dl, 94mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of about blood result reading "lo". Customer normally runs between 100-120mg/dl. Last 5 results in memory were 109mg/dl, "lo", 60mg/dl, 146mg/dl, 94mg/dl. No adverse event reported.